Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump would go blank or skip the screen when attempting to bolus. Customer was sent a battery cap but the issue has continued. Blood glucose value was 90 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.